Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The long fibrotic target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After a 3.50x38mm promus element (tm) long drug-eluting stent was implanted in the lesion at 12 atmospheres, post dilation was performed. However, a vessel dissection was noted at the distal edge of the stent. Another 3.00x16 promus element (tm) stent was deployed overlapping the previously implanted stent to cover the edge dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.